Event description:
Consumer reports meter is giving high results. Analysis run on clark error grid using competitive reading (265) as ref. Point vs. Bd reading (436) yielded data points in the c range of the grid, outside acceptable limits.